Manufacturer narrative:
Block d4: model and catalog number corrected from a14sx025150150t to aa14sx025150150. H3 other text : placeholder.

Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient experienced pseudoaneurysm at the puncture site. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6)/ study name: (B)(6) - patient ID # (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, pseudoaneurysm is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesion of the right distal anterior tibial artery. One day post index procedure, the patient experienced pseudoaneurysm at the puncture site, however it resolved itself the following day on (B)(6) 2019. The physician indicated this was related to the procedure, but not related to the study device.